Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019 at 11 am. The customer blood glucose level was 600 mg/dl at the time of hospitalization. Customer was currently in intensive care unit with blood glucose level of 113 mg/dl at the time of the call. The customer stated that the symptoms related to high blood glucose such vomiting and nausea. The customer treated with bolus and insulin drip. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer stated that they performed high pressure test and it was failed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.